Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt upon filling the cartridge with insulin. Blood glucose was not impacted. Customer changed the syringe needle and the cartridge was filled. Insulin delivery was resumed.